Manufacturer narrative:
Date sent: 12/08/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used in a gastric bypass procedure. After firing the device, the jaws would not release from the tissue. They had to resect around the tissue to remove the device. The proximal portion of the articulating joint came separated from the shaft and pushed the entire end deflector forward so the jaws could not open. When they took the stapler out they were able to open the jaws if they held the articulating joint. To get the tissue out of the jaw, they manually held the articulating joint in place while pulling back toward the handle. They got a second device and the same thing occurred outside of the pt: the jaws locked closed and would not open when they were trying to reload it. The pt is currently stable.